Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of rf telemetry anomaly was not confirmed in the laboratory. The devices rf functionality was tested on the bench and no anomalies were found. The device is normal.

Event description:
It was reported that prior to implant there was no rf telemetry. The device was not used.